Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic cramping') and pelvic inflammatory disease ('pid pid (pelvic inflammatory disease)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and pregnancy (antepartum ((B)(6) 2014)). Concurrent conditions included breast pain, mastodynia, allergic reaction, shortness of breath ((B)(6) 2015), chest pain ((B)(6) 2015), nausea ((B)(6) 2014), rash ((B)(6) 2015), accessory breast ((B)(6) 2014- present), anemia ((B)(6) 2015 - present), muscle spasms ((B)(6) 2015 - present), constipation ((B)(6) 2016 ¿ present), cough, feeling hot, general body pain, chest pain, weakness generalized, general malaise, flu like symptoms, fever, sore throat, arthralgia multiple, migraine, dehydration, frontal headache, chills, nasal congestion, sickness, chest pain, wheezing, chronic fatigue ((B)(6) 2018 - present), amnesia, polyphagia, appetite excessive ((B)(6) 2018 - present), memory disturbance ((B)(6) 2018 ¿ present), difficulty sleeping, weight loss, shooting pain, dizziness, tubulointerstitial nephritis, left lower quadrant pain, dorsalgia, micturition urgency, frequency of micturition, back pain, kidney infection, flank pain, urinary tract infection, pyelonephritis, overweight, vaginitis, tooth pain (upper), vaginal discharge, gastric disorder, periumbilical pain, tenderness and pyelonephritis. Concomitant products included benzonatate, cefalexin (keflex), cefalexin sodium (cephalexin), ceftriaxone, ciprofloxacin, ciprofloxacin (cipro), codeine, dicycloverine hydrochloride (bentyl), diphenhydramine, ketorolac, nsaids, omeprazole (prilosec), oseltamivir, paracetamol (acetaminophen), paracetamol (tylenol), prochlorperazine, promethazine and trazodone. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ heavy bleeding"), abdominal pain ("other (list): abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspnoea ("dyspnea") and fatigue ("fatigue"). The patient was treated with gabapentin and surgery (bilateral salpingectomy & cornua resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspnoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 laparoscopic tubal ligation surgery were performed. Discrepancy noted for essure insertion date and removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: only the right side was occluded and their was a fistula on left side. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: new events were added: fatigue and dyspnea. Lab data and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic cramping') and pelvic inflammatory disease ('pid pid (pelvic inflammatory disease)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "complications or problems that occurred at the time of your essure placement procedure:essure was implanted only in my right side.". The patient's medical history included headache, pregnancy (antepartum (B)(6) 2014), dyspnea, insomnia, fistula, gravida ii and parity 2. Concurrent conditions included breast pain, mastodynia, allergic reaction, shortness of breath (B)(6) 2015), chest pain (B)(6) 2015), nausea (B)(6) 2014), rash (B)(6) 2015), accessory breast (B)(6) 2014- present), anemia (B)(6) 2015 - present), muscle spasms (B)(6) 2015 - present), constipation (B)(6) 2016 ¿ present), cough, feeling hot, general body pain, chest pain, weakness generalized, general malaise, flu like symptoms, fever, sore throat, arthralgia multiple, migraine, dehydration, frontal headache, chills, nasal congestion, sickness, chest pain, wheezing, chronic fatigue (B)(6) 2018 - present), amnesia, polyphagia, appetite excessive (B)(6) 2018 - present), memory disturbance (B)(6) 2018 ¿ present), difficulty sleeping, weight loss, shooting pain, dizziness, tubulointerstitial nephritis, left lower quadrant pain, dorsalgia, micturition urgency, frequency of micturition, back pain, kidney infection, flank pain, urinary tract infection, pyelonephritis, overweight, vaginitis, tooth pain (upper), vaginal discharge, gastric disorder, periumbilical pain, tenderness and pyelonephritis. Concomitant products included benzonatate, cefalexin (keflex), cefalexin sodium (cephalexin), ceftriaxone, ciprofloxacin, ciprofloxacin (cipro), codeine, dicycloverine hydrochloride (bentyl), diphenhydramine, ketorolac, nsaids, omeprazole (prilosec), oseltamivir, paracetamol (acetaminophen), paracetamol (tylenol), prochlorperazine, promethazine and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("other (list): abdominal pain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital hemorrhage ("bleeding/ heavy bleeding"), dysmenorrhoea ("dysmenorrhea") and dyspnoea ("dyspnea"). The patient was treated with gabapentin and surgery (bilateral salpingectomy & cornua resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain had resolved and the pelvic inflammatory disease, genital hemorrhage, dysmenorrhoea, dyspnoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspnoea, fatigue, genital hemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 laparoscopic tubal ligation surgery were performed. Discrepancy noted for essure insertion date (B)(6) 2014, only implanted in the right and removal date (B)(6) 2019 as per pfs. As per mr: the patient had an essure procedure and the l tubal ostia could not be identified. A subsequent hsg should a patent left fallopian. Filshie clip was then placed across the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: (per mr): impression: 1. Failure of opacifying the right fallopian tubes consistent with the patients history of essure. Essure device visualized. 2. Patent left fallopian tube patent.; on (B)(6) 2015: only the right side was occluded and their was a fistula on left side. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic cramping') and pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "complications or problems that occurred at the time of your essure placement procedure:essure was implanted only in my right side.". The patient's medical history included headache, pregnancy (antepartum (B)(6) 2014)), dyspnea, insomnia, fistula, gravida ii and parity 2. Concurrent conditions included breast pain, mastodynia, allergic reaction, shortness of breath (B)(6) 2015), chest pain (B)(6) 2015), nausea (B)(6) 2014), rash (B)(6) 2015), accessory breast (B)(6) 2014- present), anemia (B)(6) 2015 - present), muscle spasms (B)(6) 2015 - present), constipation (B)(6) 2016 ¿ present), cough, feeling hot, general body pain, chest pain, weakness generalized, general malaise, flu like symptoms, fever, sore throat, arthralgia multiple, migraine, dehydration, frontal headache, chills, nasal congestion, sickness, chest pain, wheezing, chronic fatigue (B)(6) 2018 - present), amnesia, polyphagia, appetite excessive (B)(6) 2018 - present), memory disturbance (B)(6) 2018 ¿ present), difficulty sleeping, weight loss, shooting pain, dizziness, tubulointerstitial nephritis, left lower quadrant pain, dorsalgia, micturition urgency, frequency of micturition, back pain, kidney infection, flank pain, urinary tract infection, pyelonephritis, overweight, vaginitis, tooth pain (upper), vaginal discharge, gastric disorder, periumbilical pain, tenderness and pyelonephritis. Concomitant products included benzonatate, cefalexin (keflex), cefalexin sodium (cephalexin), ceftriaxone, ciprofloxacin, ciprofloxacin (cipro), codeine, dicycloverin hydrochloride (bentyl), diphenhydramine, ketorolac, nsaids, omeprazole (prilosec), oseltamivir, paracetamol (acetaminophen), paracetamol (tylenol), prochlorperazine, promethazine and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("other (list): abdominal pain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ heavy bleeding"), dysmenorrhoea ("dysmenorrhea") and dyspnoea ("dyspnea"). The patient was treated with gabapentin and surgery (bilateral salpingectomy & cornua resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain had resolved and the pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, dyspnoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 laparoscopic tubal ligation surgery were performed. Discrepancy noted for essure insertion date (B)(6) 2014, only implanted in the right and removal date (B)(6) 2019 as per pfs. As per mr: the patient had an essure procedure and the l tubal ostia could not be identified. A subsequent hsg should a patent left fallopian. Filshie clip was then placed across the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: (per mr): impression: 1. Failure of opacifying the right fallopian tubes consistent with the patients history of essure. Essure device visualized. 2. Patent left fallopian tube patent.; on (B)(6) 2015: only the right side was occluded and their was a fistula on left side. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: pfs+mr received: reporter added, medical history added, lab test added, rcc added. Event outcome were updated to recovered for pain. New event added: medical device monitoring error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic cramping'), pelvic inflammatory disease ('pid pid (pelvic inflammatory disease)') and genital haemorrhage ('bleeding/ heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and pregnancy (antepartum ((B)(6) 2014)). Concurrent conditions included breast pain, mastodynia, allergic reaction, shortness of breath ((B)(6) 2015), chest pain ((B)(6) 2015), nausea ((B)(6) 2014), rash ((B)(6) 2015), accessory breast ((B)(6) 2014- present), anemia ((B)(6) 2015 - present), muscle spasms ((B)(6) 2015 - present), constipation ((B)(6) 2016 ¿ present), cough, feeling hot, general body pain, chest pain, weakness generalized, general malaise, flu like symptoms, fever, sore throat, arthralgia multiple, migraine, dehydration, frontal headache, chills, nasal congestion, sickness, chest pain, wheezing, chronic fatigue ((B)(6) 2018 - present), amnesia, polyphagia, appetite excessive ((B)(6) 2018 - present), memory disturbance ((B)(6) 2018 ¿ present), difficulty sleeping, weight loss, shooting pain, dizziness, tubulointerstitial nephritis, left lower quadrant pain, dorsalgia, micturition urgency, frequency of micturition, back pain, kidney infection, flank pain, urinary tract infection, pyelonephritis, overweight, vaginitis, tooth pain (upper), vaginal discharge, gastric disorder, periumbilical pain, tenderness and pyelonephritis. Concomitant products included benzonatate, cefalexin (keflex), cefalexin sodium (cephalexin), ceftriaxone, ciprofloxacin, ciprofloxacin (cipro), codeine, dicycloverin hydrochloride (bentyl), diphenhydramine, ketorolac, nsaids, omeprazole (prilosec), oseltamivir, paracetamol (acetaminophen), paracetamol (tylenol), prochlorperazine, promethazine and trazodone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("other (list): abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy & cornua resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 laparoscopic tubal ligation surgery were performed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.